Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The repair is in process and parts have been ordered. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: (site country),(type of investigation, investigation findings, investigation conclusions). Additional contact details: phone number: (B)(6). It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he replaced pim (patient interface module) to mitigate the blood-back contamination. There was no evidence of blood past the pim. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.

Event description:
N/a.